Event description:
On (B)(6) 2013, the patient was implanted with two gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2014, computed tomography reportedly scan identified a type ii endoleak originating from a lumbar artery. Aneurysmal enlargement was noted; however, the amount was not documented. On (B)(6) 2015, the patient underwent liquid embolization of the type ii endoleak. The endoleak was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
Patient medications include propranolol, diovan, crestor, lasix, celexa, xanax, nexium, spiriva, and levemir flexpen. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysmal enlargement.